Event description:
The reporter stated that the surgeon was noticed that the lenses are not sliding as well in the aq cartridge-fp upon advancing the lens in the cartridge. No lens tears occurred and no patient injury.